Manufacturer narrative:
Correction h6: previous report should have been difficult to fold, unfold or callapse (failure to extend helix).

Manufacturer narrative:
The reported events were dislodgement, failure to sense, inadequate capture, and the helix mechanism issue. A complete lead was returned in one piece for analysis. The reported event of failure to sense and inadequate capture were not confirmed while the reported event of helix mechanism issue was confirmed. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. After cleaning, the helix was able to be extended and retracted when torque applied directly to the inner coil. The measured full helix extension length was within product specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over-torque of the inner coil.

Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation it was noted that the right atrial lead exhibited a capturing problem and failed to sense. The patient was scheduled for a lead revision. During fluoroscopy it was discovered that the lead had dislodged. The physician attempted to reposition the lead but was unable to get the helix to extract after retracting. The lead was explanted and replaced. The patient was in stable condition post-procedure.